Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 5.0x40, 40cm mustang¿ balloon catheter was advanced to the lesion for predilation. The balloon was inflated at 20 atmospheres on the first inflation however the balloon ruptured at 24 atmospheres on the second inflation after being inflated for 120 seconds. The device was completely removed from the patient's body. After predilation, it was noted that the lesion was not dilated enough but the procedure was considered completed. No patient complications were reported and the patient's status was good.